Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-52 lead implanted 2014 (B)(6). (B)(4).

Event description:
It was reported that after the implant procedure, the patient was hospitalized for pericarditis. It was also reported that about a week later, the patient had been feeling palpitations, weird feelings and weakness. The device remains in use. No further patient complications have been reported as a result of this event.